Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The battery pins has been replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not defibrillate. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not defibrillate. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.